Event description:
Customer reported to beckman coulter, inc. (Bec) that the cartridge chemistry (cc) sample syringe 3 way valve of the unicel dxc 600i synchron access clinical system was leaking. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that the t-valve was leaking. The fse replaced the t-valve and primed the system, performed a quality control check and verified instrument performance. The fse did not observe any leak after the repair.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).